Event description:
On 8/2/2024, it was reported by a sales representative via email that an ar-2324kbcsp knotless biocomposite swivelock sp eyelet broke during insertion. The case was completed using a second anchor. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6.

Event description:
Additional information received on 8/6/2024: this was discovered during an rcr procedure. All broken fragments were removed. The case was not delayed, and additional anesthesia was unnecessary. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.